Manufacturer narrative:
Additional information: d9.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen problem on the liberty select cycler during an unknown cycle of treatment. Patient was connected. Patient pressed ok and stop keys, which made a sound when pressed, and touched the screen, but it remained blank. Patient rebooted the liberty select cycler, but the issue persisted. The fresenius technical support representative advised to discontinue the use of this liberty select cycler and to inform the peritoneal dialysis nurse (pdrn) of the replacement. Patient does know how to perform capd/manuals and has 2 boxes of the supplies. Upon follow up, it was confirmed that the patient was able to complete treatment via capd/manuals on the reported day as well as the following day. Patient has received the replacement of the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen problem on the liberty select cycler during an unknown cycle of treatment. Patient was connected. Patient pressed ok and stop keys, which made a sound when pressed, and touched the screen, but it remained blank. Patient rebooted the liberty select cycler, but the issue persisted. The fresenius technical support representative advised to discontinue the use of this liberty select cycler and to inform the peritoneal dialysis nurse (pdrn) of the replacement. Patient does know how to perform capd/manuals and has 2 boxes of the supplies. Upon follow up, it was confirmed that the patient was able to complete treatment via capd/manuals on the reported day as well as the following day. Patient has received the replacement of the liberty select cycler. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: device returned to manufacturer for physical evaluation. Visual inspection of returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2233 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became operational. Touch screen test, voltage verification check, system air leak, valve actuation test and teach pumps test passed. A pre-accelerated stress test (ast) simulated treatment failed due to cycler showing ¿m30 balloon valve leak warning¿ message. Cause traced to pneumatic valve 09 intermittent failure. Replaced valve 09 for further testing. Valve actuation test passed. Pre-ast simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. Cause not determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.